Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1528201) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that a mynxgrip vascular closure device was deployed normally and without complications. There was no hematoma directly after the case. A hematoma of over 6 cm in size developed 1 hour later. Manual compression was applied for more than 30 minutes to resolve the hematoma. A pseudoaneurysm formed after the hematoma was resolved. The patient was brought back to the laboratory for a thrombin injection but upon an ultrasound guided access to the pseudoaneurysm, it was determined that the thrombin injection was not needed and therefore was not given. Manual pressure was held for an extra 20 minutes to resolve the pseudoaneurysm. The patient's hospitalization was prolonged as a result of the event. Additional information: there were no multiple stick punctures. There were no multiple sheath exchanges. Vessel location: peripheral sheath size: 6f stick location: low.